Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports that while attempting to set the time on insulin pump the numbers were unresponsive, customer states numbers kept scrolling. Customer's blood glucose was 155 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The up arrow button did not respond due to corroded keypad traces. No number scrolling anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, broken belt clip slot and a cracked reservoir tube lip.